Manufacturer narrative:
The following items were provided for complaint investigation: -two used list #d1000, tego® connector; lot #unknown. As received, the silicone seals of the used/returned tegos were collapsed with damage in both returned samples. However, there was no damage identified on the tegos posts. No mating device was returned for evaluation. The customer's complaint was confirmed. The probable cause of the damage silicone seals is variation on the seal material. This has a direct impact on functional performance of the tego connector with an additional contributing factor of an uneven adhesive application. The device history review could not be conducted because no lot number was identified.

Event description:
The complaint/event occurred on an unspecified date and involved two tego® connectors. Damage was reported to the silicone rims above the raised notches on the sides of both tegos. The silicone was also lifting on one of the two tegos. These issues were during use on the same patient. Someone become aware of the issue when tego was observed by clinical staff during dialysis procedure. The tegos were changed out and the procedure continued. There was an unspecified delay in therapy, but no adverse event and no one was harmed in the reported event.